Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 246 mg/dl, 276 mg/dl, 182 mg/dl, and 131 mg/dl. Customer felt fine; able to self-treat. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.